Event description:
It was reported that the white twist clamp (sleeve) of a minicap transfer set was missing. This was observed during set up of the device for peritoneal dialysis (pd) therapy, when opening the package. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: it was further clarified that a missing twist clamp/sleeve would deem the device unusable. Therefore, the event could not cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.